Event description:
Per the independent repair center, the customer alleged problem is alarming/red light ,and the key failure is the sieve is dumped. Associated malfunction for this device: poppet valve not shifting, rex roth valve stuck, muffler leaks.